Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. The device was returned to the repair center for evaluation and the customer's allegation was confirmed. The cause of the reported event was determined to be the use of a non-olympus cable which was repaired by a third party. A device history review of the current product was conducted, and no problems were found. The device instructions for use (IFU) indicate: caution we are not responsible for personal injury or damage to equipment caused by repairs made by persons other than those authorized by us. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the camera head image would not turn up when plugged into the processor. There were no reports of patient harm.

Manufacturer narrative:
The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Event description:
It was reported that the camera head image would not turn up when plugged into the processor. There were no reports of patient harm.